Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 441mg/dl. Customer called back after receiving a new battery cap. Troubleshooting was performed but issue was not resolved, reference ((B)(4)). There were no leaks or air bubbles. There were no site or insulin issues. The product will be return for analysis

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.